Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03220, 3006705815-2021-03221, 1627487-2021-15299, 1627487-2021-15300, 1627487-2021-15301. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2021 to reposition the migrated lead. During the procedure, it was discovered one of the anchors had broken causing the lead to migrate. The physician replaced the broken anchor and repositioned the lead into place. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated or which anchor broke, therefore all leads and all anchors are being reported.